Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and a position check failure. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals, oversensing and crosstalk. The ra lead remains in use. The rv lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.